Manufacturer narrative:
Manufacturing site evaluation: evaluation on-going.

Event description:
Country of complaint: (B)(6). Mix-up. Wrong additional label. (The incorrect license number on the label).